Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set only stuck to the patient's body for one day and became loose afterwards. No patient injury was reported. See MFR: 3012307300-2017-00695, 3012307300-2017-00696, 3012307300-2017-00697, 3012307300-2017-00698, 3012307300-2017-00699, 3012307300-2017-00700, 3012307300-2017-00701, 3012307300-2017-00702, 3012307300-2017-00703, and 3012307300-2017-00704.

Manufacturer narrative:
One used cleo® 90 infusion set was returned for investigation. A visual inspection was performed, however, since the adhesive was used, it was not possible to perform further tests to replicate the failure mode. A manufacturing review was performed and no discrepancies were found. All newly manufactured samples had no adhesive issues. No root cause was determined as the complaint was not confirmed.